Event description:
The account alleged the side rails are broken off of the bed. No patient impact.

Manufacturer narrative:
The technician inspected the bed and found the side rails were not broken and that the side rails would latch, no repair needed.